Manufacturer narrative:
The stapler 45 instrument has not been returned to isi for failure analysis investigations; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the unit is returned (post engineering evaluation) or if additional information is received. Isi performed a review of the site's system logs for the reported procedure date. The site's system logs showed that the stapler 45 instrument with a green stapler reload installed was fired successfully; however, after installation of another green stapler reload, there were 3 incomplete clamps. The last incomplete clamp did not have a corresponding unclamp, suggesting that this is when the physician's assistant mistakenly removed the instrument. Six minutes after the last clamp, the logs showed that the emergency stop button was pressed. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, the stapler 45 instrument was clamped on tissue and when the srk was utilized to open the jaw of the instrument, the srk broke. While the instrument was removed from the patient's tissue and there was no report of any patient harm, adverse outcome or injury, recurrence of the reported issue could likely cause or contribute to an adverse event. Based on the limited information provided, it is unknown what caused the breakage of the srk.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, during the stapling sequence of the stapler 45 instrument, the physician¿s assistant (pa) attempted to remove the stapler 45 instrument from the arm on the patient side cart (psc). During use of the stapler release kit (srk) to remove the instrument from the patient¿s tissue the srk broke. The instrument was successfully removed from the patient¿s tissue with no report of any patient harm, adverse outcome or injury. The planned surgical procedure was completed with a third party stapler instrument. Intuitive surgical, inc. (Isi) contacted the hospital's registered nurse (rn), who initially reported this complaint. According to the rn, the pa inadvertently removed the stapler 45 instrument while it was being fired by the surgeon. The system was placed in an error state prior to use of the srk. The rn was unable to provide any other information regarding the reported event.

Manufacturer narrative:
The stapler 45 instrument and stapler release kit (srk) were returned to intuitive surgical, inc. (Isi) for failure analysis investigations. Failure analysis investigations confirmed the customer reported complaint. The instrument logs show that the customer removed the instrument while still clamped on tissue, the estop was pressed then the srk was used. The instrument was returned with an srk piece lodged in the instrument. Evaluation of the srk found that that the wrench tip was broken off. It was concluded that the damage to the wrench was due to mishandling and misuse.